Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus would not calibrate. Some areas of the screen were unresponsive and the cursor would jump. The computing platform was replaced and the programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed. Visual inspection: no other anomalies observed. Bench analysis: unit powered on with provided ac power supply ¿ ok. Verified that some areas are irresponsive. Installed encore test software ¿encore desktop 2.2¿ ¿ successful. Successfully recalibrated the touchscreen ¿ responds normally to stylus. Units passed all final functional tests. Conclusion: confirmed customer complaint display is irresponsive. This issue was caused by a software design issue related to display calibration/recalibration. If information is provided in the future, a supplemental report will be issued.